Event description:
It was reported that the customer went swimming while connected to the pump and the touchscreen is now unresponsive. The customer had elevated blood glucose levels (245 mg/dl).

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different issue was identified.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received, a supplemental form will be completed.